Event description:
Brand new robotic instruments have dent marks on the sides. Manufacturer response for robotic harmonic shears #1, (brand not provided) (per site reporter). Manufacturer response for robotic harmonic shears #2, (brand not provided) (per site reporter).